Event description:
Patient experienced bleeding from the soft palate that he was unable to control. Patient went to the emergency room seeking help in stopping the bleeding. Because the area was difficult to reach to apply sufficient pressure to stop bleeding, the patient was put under general anesthesia and the affected area of the soft palate was sutured.